Manufacturer narrative:
Patients with chronic renal failure can decrease the values of ft4 (and ft3) assays. The investigation could not identify a product problem. An overall reagent issue was not detected.

Manufacturer narrative:
This event occurred in (B)(4). UDI number = (B)(4).

Event description:
The initial reporter stated they received questionable results for five patient samples tested with the elecsys ft4 iii assay on two cobas 8000 e 801 modules, a cobas 8000 e 602 module, and a cobas 6000 e 601 module. The results were not compatible with the clinical picture of the patients. Results from the samples were reported outside of the laboratory. Refer to the attachment for all patient data. The samples were first tested on two e 801 analyzers and an e 602 analyzer at the customer site. The samples were then sent to a second laboratory for testing on an e 601 analyzer. A serial number of (B)(4) was provided for one of the customer's e 801 analyzer. It is not known if this serial number corresponds to e 801 #1 or e 801 #2.